Event description:
Nellcor puritan bennett received a call from user facility on 06/14/99. User facility called to report the following problem: constant error alarm. Will not generate flow or pressure. No high pressure alarm when circuit occluded.